Event description:
The reporter stated the nurse smelled 'burning plastic' and "picked up the cord to examine it. The tip touched her duckbill mask which was hanging low and burned the mask. There was no injury." The device was evaluated at by the facility's engineering department and was "deemed operational."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.